Event description:
Procedure: low anterior resection. According to the reporter: the device was fired on the rectum and the tissue was cut but the staples had not been placed at all. The tissue was treated by suturing and an additional stapling. After the surgery the device fired and it placed staples this time.